Event description:
It was reported that the customer had been experiencing high blood glucose levels for the past two weeks. At the time of the call, the customer was in the hospital with a urinary tract infection and a blood glucose reading of 330 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but ther was no tubing clamp or hemostat for the high pressure test. Advised the caller that the infusion set should be replaced as it had been in place for three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.